Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The physician used the turbohawk in a case of in-stent restenosis in the right sfa. The turbohawk was inserted and after the first cut at the proximal sfa, cutter grabbed what appeared to be stent struts. After realizing this, the physician advanced the catheter after closing the cutter window. However, the turbohawk catheter was not moving forward. After trying to draw back, it was noted that the distal nose cone separated from the catheter and was held together by the wire. After advancing the sheath forward, the physician was able to cover and remove the turbohawk distal nose cone. The physician found struts at the cutter window, but an angiogram showed flow was fine and the stent remained in place. There was some irregular shape at the medial size, therefore, the physician used a 7x40 balloon at the local missing struts. Post procedure, there was great flow from common femoral to distal foot, 3 vessels run off. Successful outcome, patient had palpable pulses.